Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was communicated properly with guardian link and glucose sensor simulator. The high or low blood glucose alerts functioned properly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was unknown at time of incident. Their current blood glucose level was 48 mg/dl. The customer was going to treat with food. It was reported that the insulin pump was not alerting them of their low blood glucose. A self test was performed and the device passed. The insulin pump will be returned for analysis.